Event description:
A talent stent graft system, an ide clinical trial device was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. The ectatic infrarenal abdominal aorta has expanded in diameter from 34 mm to 37 mm. It was reported approximately 50 months post stent graft implant the aneurysm size has changed from 88 mm to 107 mm. It was reported that the patient presented on a recent follow-up approximately with stent graft migration, type I endoleak and aneurysm enlargement. The physician elected to place a proximal extension to repair the type I endoleak. No additional information was provided and no additional clinical sequelae were reported.

Manufacturer narrative:
Other, secondary intervention required.